Event description:
It was reported that after "45 seconds" into a novasure endometrial ablation, the pt experienced a vaso-vagal reaction. "The physician used smelling salt to wake the pt". The procedure was aborted and the pt was discharged home on the same day.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).